Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and four months later, the patient presented with abdominal pain, then computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was seen with slight lateral tilt and protrusion of the legs beyond the caval walls. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to upcoming surgical attempt to stop bile leak. At some time post filter deployment, it was alleged that the filter tilted and struts perforated to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.